Manufacturer narrative:
Without the return of the defect part of the device no conclusion could be made for the reported device failure.(B)(6)

Event description:
T1 with this device deployed but the sutures broke and the surgeon had to shave the sutures out of the patient thus leaving t1 unsupported in the patient. Surgeon used another fastfix to complete the procedure.